Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. At 4:00am the customer was feeling malaise and experienced elevated blood glucose symptoms. The customer was transported to the hospital and was diagnosed with diabetic ketoacidosis. The blood glucose results obtained at the hospital were not provided. The customer was disconnected from the infusion device and was treated with multiple dose therapy. She was admitted into the ICU and underwent electrolyte replacement and was also treated with antibiotics and insulin injections. The customer was discharged from the hospital on (B)(6) 2021.